Event description:
It was reported that there was a malfunction resulting in system shutdown and loss of mechanical ventilation during a case. The unit was restarted and case resumed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The carrier com express board was replaced to resolve the issue. Block a: no patient information to date after calls to customer (B)(6). Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.